Manufacturer narrative:
A steris service technician arrived at the facility and identified the external filter housing assembly had cracked causing the reported water leak. The technician replaced the filter housing assembly. No additional issues have been reported.

Event description:
The user facility reported that the external water filtration system connected to their system 1e processor was leaking water. No injury, procedure delay, or cancellation was reported.